Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead fell and had a ventricular rate in the 40 beats per minute (bpm) range. During in-clinic follow up, r-wave measurements were unable to be obtained and the rv lead exhibited low out of range pacing impedance measurements. It was reported that the rv lead had moved into the left ventricle. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient underwent a routine device replacement, however, no changes were made to this lead. Available information suggests that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.